Manufacturer narrative:
Investigation of this complaint is currently in progress. The actual sample has been discarded. If a conclusive investigation is provided, it will be submitted in a supplemental report.

Event description:
The following customer report is the second occurrence of a previous complaint. Refer to MDR# 2966999-2005-00411. Customer reported that the outer cannula of a 4.0 ped tracheostomy tube separated from the hub. Customer reported that the patient was placed on a CPAP, continuous positive airway pressure device, a few minutes following she heard a whistling noise coming from the patients tracheostomy tube. The customer reported that upon examination, a crack was observed around the junction of the tube. There was no patient harm reported.